Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose level was 250-400 mg/dl at the time. The customer also reported that there were too many air bubbles on the tubing. The customer was assisted in troubleshooting for air bubbles; however troubleshooting was not performed for high blood glucose. The product will not be returned for analysis.